Manufacturer narrative:
Section d1: brand name corrected. Section g4: PMA # corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of an unknown alarm on the mobile power unit (mpu) was unable to be confirmed. The mobile power unit (serial number: (B)(6) was returned for evaluation on 30jan2025. The unit was returned in unremarkable condition. The mpu was powered on and booted up as intended. The mpu was functionally tested and passed all testing. It was stated a warranty replacement would be given to the customer, and that the mpu would be scrapped. Multiple good faith efforts were sent in attempt to retrieve additional information regarding the cause of the alarm, and if the mpu has the v-lock connector on the alternating current power cord; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the mobile power unit (serial number: (B)(6) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patients mobile power unit (mpu) alarmed without the patient being connected to it. They plugged it into a different outlet and the green circle was lit up. No other lights were lit up, but the mpu did alarm again until it was unplugged.